Manufacturer narrative:
One 10mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. The drill head chamfer is not visible. Further examination of the drill head showed the primary cutting surface and flutes are worn. Material condition was confirmed to meet print specification. Per the devices IFU ¿use of drills that have worn or dull tips can result in breakage¿. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that the flexible drill reamer broke during the procedure. The broken piece was removed from the patient. A backup device was used to complete the surgery without patient impact following a short delay.